Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, there were issues with the loading or firing of the clips and clips were unable to be loaded properly into the jaws at any point during use, wherein the clip has not reloaded and fell down.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. There were no abnormalities noted during the evaluation. The instrument was engaged in the end of firing safety interlock with no clips remaining. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, there were issues with the loading or firing of the clips and clips were unable to be loaded properly into the jaws at any point during use, wherein the clip has not reloaded and fell down. A new one was used in order to resolve the issue.